Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) svc code alarm. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the svc center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) svc alarm code.